Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited bluetooth telemetry loss. The patient was brought into clinic and the bluetooth connectivity was restored. The patient was stable.

Manufacturer narrative:
The reported event of true bluetooth loss was not confirmed. Based on the information provided, it was determined that there were several abnormal use detections that were logged, resulting in telemetry lockout. The device is performing per design and no anomalies were detected.